Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no damage was observed. The senor plug was observed properly seated. No evidence of the reported issue was observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the de-cased sensor¿s printed circuit board assembly (pcba) and no damage was observed. No evidence of the reported issue was observed. An extended investigation has also been performed for the returned sensor and no abnormalities were observed. Extracted data from the returned sensor using approved software and patch reader software. The sensor was found to be in sensor state 5 (indicating normal termination). The unit battery voltage was measured and was within specifications. Performed visual inspection of the plug assembly, no issues were observed. Therefore, this issue is not confirmed as the sensor was functioning as intended. No malfunction or product deficiency was identified. In addition, dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reports, that her daughter's freestyle libre sensor caused pain and electric shock. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned,extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reports, that her daughter's freestyle libre sensor caused pain and electric shock. There was no report of death, serious injury or mistreatment associated with this event.